Event description:
It is reported that the customer's insulin pump alarmed a button error. Advised the customer to discontinue the use of the insulin pump and revert to back-up plan. The blood glucose reading was 137mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.